Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported that the cause of the patient&#62688;hands freezing and sticking out in the air was unknown. His implantable neurostimulator (ins) was at elective replacement indicator (eri) at an appointment on (B)(6) 2016 and he was scheduled for replacement on (B)(6) 2016. He had been doing well with the system, which considerably helped his parkinson&#62688;symptoms. He had no new complaints. While waiting for his surgical date, the ins died and the date was changed. The patient&#62688;battery was replaced on (B)(6) 2016 and there were no complications from the surgery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer whose indication for use is parkinson's dual reported there was a sudden freezing and their hands were stuck in the air, 2015 about 6 months prior to (B)(6) 2016. There were no falls or traumas reported that would be related. No troubleshooting/intervention was done. The patient was going to discuss with the surgeon to determine if this was disease progression or an internal issue with the leads.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.